Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the ins implanted 3 years ago. They stated that it seemed to be helping at first and the symptoms improved but were not alleviated. The patient reported they still needed to wear adult undergarments. Additional information was received from the patient. They reported that medications and self cathing were steps taken to resolve the issue. The patient stated the therapy has not provided good or even substantial improvement. The patient stated they had a lazy bladder; cystocele slinger no longer holds. The device is not currently used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.